Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of morphine at 12mg/day and an "other ," drug via an implantable infusion pump for non-malignant pain. The patient reported that the first pump was not installed correctly and the medicine wasn't getting to the spine. It was reported that the pump was "redone," and it works much better. It was reported that the issue was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the issue began in (B)(6) 2018. There was no known cause for the pump not delivering the medication to the spine, the patient just started having horrible withdrawal symptoms. No further complications were anticipated/reported.